Manufacturer narrative:
(B)(4). This investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA by 04/16/2011.

Event description:
The customer reported that the system would not move too as well as not screening. No fluoroscopy. Patient was anaesthetised and had to be woken up.